Event description:
On 3 separate occasions the tray has had rips/tears on the internal sterile wrappers. The 3 prep trays came from 2 different containers. At the time the product was unloaded, the external container did not display any visible damage. The prep tray is the only source rptr has on the shelf of this item.